Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out o specification in relation to the reported system error 105 which was observed at power up not reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.